Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity and spinal cord injury/ spinal cord injury. It was reported the patient had placed an ice pack over their pump area and then the patient thought something was not working. The caller noted they know nothing about the device and that is all the information that was provided. No symptoms were reported.

Manufacturer narrative:
A4: updated to reflect the patient's weight at the time of the report b5: updated to reflect the information received on (B)(6) 2020. H6: device code c76126 added and device code c53269 removed to reflect the information received on (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6). It was reported that the pump was working and confirmed that no information had been received from the patient's managing physician or the patient's guardian to indicate that the pump was not working. The patient's pump was refilled last month with no issues noted. The hcp noted that the patient had a tendency to make false accusations about the pump regarding what it is capable of. The patient's thought process for thinking that the pump was not working was also noted to be faulty. The patient's weight on (B)(6) 2019 was 174.2 lbs. No further complications were reported. This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received make the event reportable.